Event description:
Pt had a biventricular ICD implantation which became infected with an atypical mycobacteria a little over a month post-op. Pt presented with dever and had to have the device removed and be treated with antibiotics.